Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, an angiogram confirmed 3b endoleak and aneurysm growth. The physician elected to re-line with a suprarenal and infrarenal endograft. The endoleak was resolved. Patient is doing well.